Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer found that the mini drawer in drawer 1 was not detected, and multiple sub drawers were also not detected. The station was shut down, the pyxibus connection was reconnected, and the system was rebooted, however, the issue persisted. The pyxibus control board was replaced. The pockets were configured in hardware test application, and the drawer was assigned to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.4 was initially difficult to close and subsequently failed. The customer removed the back cover and released the mini drawers; however, the issue did not recover. Drawers 1, 1.16, 1.4, 1.5, and 1.8 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.